Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site; reported as discarded at the surgery site. A product investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that the intraocular lens she had implanted in her left eye had been explanted due to visual disturbance, her eyesight got worse. The lens was replaced with a non amo lens and the patient reports she feels a lot better now. The lens was discarded. No further information was provided.